Event description:
On (B)(6) 2002, the plaintiff was implanted with an ams sparc. It was alleged by the plaintiff's attorney that as a result of the implantation the plaintiff "suffered serious bodily injuries, including, but not limited to, extreme pain, erosion of their internal bodily tissue, dyspareunia, painful scarring, additional surgery, and other injuries." It was also alleged that the plaintiff experienced serious and permanent injuries.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.